Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issue observed. Sensor was reprogrammed and sim vivo test was performed. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying the adc freestyle libre sensor. Customer experienced seizure and loss of consciousness and required treatment with glucagon injection by a third party. There was no report of death or permanent injury associated with this event.